Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2016-00068, -00069, -00071.

Event description:
Allegedly, patient was revised due to: pain; leg length discrepancy; fractured femoral neck; also mom complications and intraoperative femur fracture.